Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pockets was reading there was drug but there was no cubie in the position. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station detected drugs in cubies that were not present, and it misread the cubie size, causing a wrong cubie to pop out. A technical support specialist (tss) ran a query as per knowledge article (bogus failed hardware icon on station) to check for bogus failed hardware and found no hardware failure. Then, the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pockets was reading there was drug but there was no cubie in the position. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.